Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the index procedure a resolute integrity drug eluting stents was used to treat the lad. Approximately 7 months post index procedure the patient suffered stent thrombosis. Approximately 7 days later the patient underwent pci of the lad. Cec advised that a rotablator was also used in treatment .cec adjudicated that the tlr was related to the study device and not related to the procedure. The investigator indicated that the stent thrombosis and revascularization was related to the resolute integrity device. The patient was taking aspirin and clopidogrel at the time of the stent thrombosis.